Manufacturer narrative:
A review of intuvie¿s service records and complaint history was conducted, and no prior service events or complaints documenting the same failure mode were identified for this device. The device was evaluated and repaired by right way. The speaker was replaced to address the reported issue of no audible sound during testing. Following replacement and correction of a solder bridge identified during repair, the speaker functioned as intended. The pump was not returned to intuvie for service. No patient involvement or adverse event was reported.

Event description:
Pump sn (B)(6) was evaluated after it was reported that the speaker was not functioning. During testing, the device produced no audible sound. Upon inspection, a solder bridge was identified on one of the speakers terminals. The issue was identified and corrected during service testing. No patient involvement or adverse event was reported.